Manufacturer narrative:
Results and conclusions: based on the information provided, the device was returned after the pt's death. The device was returned in good condition and passed all functional testing. There is no alleged failure of the device to meet specifications and it is assumed the device was returned for disposal. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
St. Jude medical's failure analysis received the reported ipg with no additional information. An online search showed the pt had passed away. The ipg was removed post-mortem and there were no allegations against the scs system.